Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.

Event description:
It was reported that a generator error message tripped the breaker. It is likely this resulted in a system shut down situation. There are no reports of patient injury or death associated with this event.